Event description:
A report was received that the patient is experiencing difficulty communicating and charging the ipg. It was determined that the ipg is implanted too deep and the patient will undergo a pocket revision procedure.

Manufacturer narrative:
The patient underwent an ipg replacement revision and are doing well. The explanted ipg was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient is experiencing difficulty communicating and charging the ipg. It was determined that the ipg is implanted too deep and the patient will undergo a pocket revision procedure.